Manufacturer narrative:
The customer contacted a siemens customer care center to report a discordant, falsely low carbon dioxide result obtained on a dimension vista 500 instrument. A siemens customer service engineer (cse) was dispatched to the customer's site and inspected the instrument. The cse found an issue with the reagent (r1) tubing, mixer, horizontal, and vertical belt. The reagent (r1) arm, reagent (r1/r2) manifold, and reagent (r2) e-chain were replaced. Reagent (r1 & r2) probes were aligned to the bottom of cuvette correction (bocc). Service methods passed and all qc was in range. Siemens concluded that it was not a reagent or method issue and that the cause of the event could not be traced back to a specific component that was replaced. The parts replaced by the cse is part of normal troubleshooting and maintenance for issues of this nature. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
A discordant, falsely low carbon dioxide patient result was obtained on a dimension vista 500 instrument. The initial discordant result was not reported to the physician(s). The sample was repeated on an alternate dimension vista 500 instrument, resulting in a higher value. The repeat result was reported, as the correct result, to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant result.